Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use bd luer-lok¿ syringe bulk sterile pharmacy convenience tray was found with foreign matter as ¿fiborous particle was found under the stopper. " there was no report of exposure, injury or medical intervention needed.

Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during use bd luer-lok¿ syringe bulk sterile pharmacy convenience tray was found with foreign matter as ¿fiborous particle was found under the stopper. " there was no report of exposure, injury or medical intervention needed.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: device returned to manufacture: no.

Event description:
It was reported that during use bd luer-lok syringe bulk sterile pharmacy convenience tray was found with foreign matter as ¿fiborous particle was found under the stopper. "There was no report of exposure, injury or medical intervention needed.